Manufacturer narrative:
This product is not marketed in the us. Conclusion code: off-label use [anterior endothelium chamber depth < 3.0mm (2.99mm)] (B)(4).

Event description:
The reporter indicated that the surgeon attempted to implant a 12.1mm vicm5_12.1, -9.0 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2017. Before implantation the lens tore/broke. The lens was not implanted and no patient contact is confirmed. On the same date an alternate lens was implanted. The problem was resolved.

Manufacturer narrative:
Claim # (B)(4).